Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure could not identified. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had blurry image. The issue was found during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.